Event description:
The customer reported that after inserting the needle into the patient, impedance was displayed as 160 ohms. The doctor removed the pad from the patient's thigh and replaced with another, but impedance was still over 200 ohms. At the doctor's discretion, the needle was replaced. Also, the generator was rebooted and the extension cable was re-plugged many times. Then, impedance was shown as 86 ohms so the ablation started. However, impedance increased soon and pulses occurred in 30 seconds. After 15 seconds from then, impedance was still over 200 ohms at 1w. The procedure was aborted. The patient is okay.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.